Event description:
The pt had an scs system for off-label use. It was reported the pt was experiencing warmth at the ipg site. It was later confirmed an infection was present at the ipg site. As a result, the pt's scs system was explanted. Reference MFR report: 1627487-2013-07171 and 07172 for further details on the leads. The pt is doing well at this time.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.